Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that impedance values out of range. The pair of 0 & 13 had impedance values of 210. No symptoms or further complications were reported.